Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and vaginal haemorrhage ("severe vaginal bleeding / abnormal vaginal bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urticaria ("hives / rashes or skin conditions type: hives"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (performed device removal procedure, hysterectomy (full)) and surgery (ablation). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, urticaria, infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, infection, pelvic pain, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results: essure confirmation test - total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received. Patient demographics were added. Updated suspect drug indication. Events added from pfs- infection (other), bladder or urinary problems or changes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal haemorrhage ('severe vaginal bleeding / abnormal vaginal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urticaria ("hives / rashes or skin conditions type: hives"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and rash ("breakouts"). The patient was treated with surgery (ablation and performed device removal procedure, hysterectomy (full)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, urticaria, infection, bladder disorder, urinary tract disorder and rash outcome was unknown. The reporter considered abdominal pain, bladder disorder, infection, pelvic pain, rash, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results: essure confirmation test - total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media : rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Event : breakouts added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('severe vaginal bleeding / abnormal vaginal bleeding') and anaphylactic reaction ('anaphylatic reaction') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anaphylactic reaction (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urticaria ("hives / rashes or skin conditions type: hives"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), rash ("breakouts") and allergy to chemicals ("allergic to the glue"). The patient was treated with surgery (ablation and performed device removal procedure, hysterectomy (full)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, anaphylactic reaction, abdominal pain, urticaria, infection, bladder disorder, urinary tract disorder and allergy to chemicals outcome was unknown and the rash had not resolved. The reporter considered abdominal pain, allergy to chemicals, anaphylactic reaction, bladder disorder, infection, pelvic pain, rash, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results: essure confirmation test - total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media : rash quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('severe vaginal bleeding / abnormal vaginal bleeding') and anaphylactic reaction ('anaphylatic reaction') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urticaria ("hives / rashes or skin conditions type: hives"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), rash ("breakouts"), allergy to chemicals ("allergic to the glue") and anaphylactic reaction (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and performed device removal procedure, hysterectomy (full)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, urticaria, infection, bladder disorder, urinary tract disorder, allergy to chemicals and anaphylactic reaction outcome was unknown and the rash had not resolved. The reporter considered abdominal pain, allergy to chemicals, anaphylactic reaction, bladder disorder, infection, pelvic pain, rash, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results: essure confirmation test - total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media : rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event "allergic reaction to rug glue and anaphylactic reaction" were added. Event "skin breakout" outcome was updated as "not recovered/not resolved" reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("severe vaginal bleeding"), abdominal pain ("abdominal pain") and urticaria ("hives"). The patient was treated with surgery (performed device removal procedure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain and urticaria outcome was unknown. The reporter considered abdominal pain, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.